Event description:
The following results were performed back on the same device within 10 minutes: 119mg/dl and 304mg/dl.no adverse event reported and no treament received. Caller states that at another time, she compared her device to the doctor's device.she reports her device read 375mg/dl and the doctor's device was 116mg/dl.the tests were taken within minutes.no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.